Event description:
Customer states unit did not start ventilating when connected to pt. During a follow-up with the user facility, it was reported that the pt was removed from the device and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing. (B)(4).